Manufacturer narrative:
Device has been received and evaluation has been completed subsequent to the initial medwatch report filed with FDA. Problem was confirmed. Pump was returned in cardboard box with protective padding. Pump appears to have been used as blood like residue is present on inner sufaces. Pump has has blood like reside or thmbus build up in shaft seal area. Pump spins off center and appears that heat generation occured causing plastic deformation in cartridge area. Pump bearing appear dark in color, which indicates moisture has entered through shaft seal, possible because of the melting off center. No signs of impact related damaged. Pump held 20 psi for 2 minutes without any external leaks. Pump did leak at 5 hg from shaft seal area possible due to this area moving off center. Pump was run on console from 0-4000 rpms detected wobble and noise, due to off center of rotator. Pump was than torn down to inspect bearing cartridges area, detected that in fact there was a large hardened thrombus clot around shaft seal area. This clot caused heat to build up which than caused the plastic in cartridge area to deform off center, this than caused blood like material to enter the bearings which degenerated the bearings causing noise and wobble. Large thrombus clot in shaft seal area, caused heat to generate which caused cartridge area plastic to deform which than caused wobble and moisture to enter bearing. This type of damage is consistent with over use of pump. Comments/dispostion - description/damage/comments: scrap.

Event description:
Hospital reported that on the fifth day of extracorporeal membrane oxygenation (ECMO), the perfusionist noticed a grinding or rattling noise coming from the bio-pump. The device was changed out with another bio-pump to continue case with no effect to the pt.